Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and suprarenal aortic extension on (B)(6) 2014. On (B)(6) 2014, computed tomography (CT) revealed a distal leak. Physician implanted two limb extensions to resolve the endoleak. On (B)(6) 2016 an angiogram showed the patient had a type 3b endoleak. The patient is asymptomatic and the physician is planning a secondary procedure to resolve the leak. Secondary procedure has not been scheduled yet. The patient is in stable condition.

Manufacturer narrative:
Additionally, an el2 from ima and/or lumbar has been confirmed through computed tomography (CT) image review.